Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers/y-body. During functional evaluation, an in-house presto inflation device was used to inflate the balloon. During the inflation, and under microscopic evaluation, a pinhole rupture was noted to the proximal end of the balloon. No other functional testing was performed. One video was provided and reviewed. The video showed the ultraverse 035 balloon being inflated. Liquid was seen streaming from the proximal end of the balloon, but the exact source of the leak could not be determined. No other specific anomalies were noted. Therefore, the investigation is confirmed for the reported pinhole balloon rupture as a pinhole rupture was noted to the balloon under microscopic evaluation of the returned sample, and thus the source of the liquid seen leaking from the balloon from the provided video is determined to be from the pinhole rupture. A definitive root cause for the alleged pinhole balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked upon inflation. It was further reported that the balloon allegedly had a hole at the end. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Expiry date: 02/2025.

Event description:
It was reported that during an angioplasty procedure, leak was allegedly felt while inflating the pta balloon. It was further reported that the pta balloon allegedly had a hole at the end when tested outside the patient. The procedure was completed using another device. There was no reported patient injury.